Event description:
It was anonymously reported via a website visitor, "I'm trying to find a neurosurgeon with experience with your shunts. The surgeon that installed it is refusing to make adjustments to it and has told us that there is no point in scheduling future visits unless the shunt is causing discomfort (this does not sit right with me) I have contacted a radiologist that I trust and his opinion based on the images is that the shunt is not functioning. We need to find another surgeon for another consult preferably one equipped to adjust it if necessary."

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.